Event description:
It was reported that the customer had been experiencing high blood glucose levels since last night. The customer's blood glucose level was 535 mg/dl and the current blood glucose level is 335 mg/dl. Customer treated with the pump. Customer treated with the pump. Customer had the following symptoms: dizziness and leg pain. Customer did not contact her health care professional. Customer was assisted with removing the reservoir and rewinding the pump to run manual prime. Customer stated that the insulin did exit the tubing. Pump settings were reviewed and found to be correct. A low battery alarm was found in the alarm history. Customer was advised that the pump was working as designed. Customer was advised to change the entire set, reservoir, and insulin. Customer was also advised to monitor blood glucose level. No add'l info provided.

Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.